Manufacturer narrative:
The products associated with this reported event were not returned for examination. Product info required to search the complaint database by product code were not provided. The investigation could not draw any conclusions about the reported event based on the info provided. It was noted the products were implanted for approximately twelve years prior to revision. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.

Event description:
Patient revised for pain, polyethylene wear noted.